Manufacturer narrative:
(B)(4). Age of device: 80 days. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 months and 19 days after implant, it was reported that the patient expired due to a stroke. The cause for the stroke was not provided. The pump was explanted and will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the supplemental medwatch report.no further information was provided. The manufacturer has closed the file on this event.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist device. The device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.